Manufacturer narrative:
The exact implant date is unknown. The catalog number is unknown, if received it will be provided. Complaint conclusion: as reported, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, unsuccessful recanalization of the ivc (inferior vena cava) filter due to significant ivc scarring. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The inferior vena cava (ivc) filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported ivc scarring could not be confirmed and the exact cause could not be determined. If scar tissue has formed around the ivc filter, however, it will need to be left in place. The trapease ivc filter is intended for permanent placement. Some patients may be more prone to scarring than others. Risk factors for scarring after surgery can include a person¿s age, race, genetics (a person¿s inherited tendency to scar), or damage to the body tissue, and the rate at which an individual¿s skin tends to heal. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, unsuccessful recanalization of the ivc filter due to significant ivc scarring. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
Correction to product code.

Manufacturer narrative:
According to the information received in the patient profile from (ppf), the patient became aware of the events two years and nine months post implantation. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, filter embedded in wall of the ivc, blood clots, clotting, and/or occlusion of the ivc, and device unable to be retrieved. No filter retrieval attempt has been documented. The filter cannot be removed because it is hooked into the vein. A stent was placed into the patient¿s vein to make the blood flow easier. The patient also reports swollen legs. The following additional information received per the medical records state that the patient has a history of bilateral lower extremity deep vein thrombosis and bilateral pulmonary artery embolism. During the implant procedure, the right femoral vein was accessed, and a guidewire was inserted. A 6 french system was passed over the guidewire and an introducer sheath was passed over the guidewire. The filter was deployed at the level of l2. The patient tolerated the procedure well. Approximately two years post implantation multiple failed attempts recannulize the ivc were performed.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, unsuccessful recanalization of the inferior vena cava (ivc) filter due to significant ivc scarring. The patient is reported to have become aware of the events of filter embedded, blood clots, clotting and/or occlusion of the ivc and the device being unable to be retrieved approximately two years and nine months post implant. There has been no documented attempt to retrieve the filter. The patient also reports that the filter cannot be removed because it is hooked into the vein and that a stent was placed into the patient¿s vein to make the blood flow easier. The patient also reports experiencing swollen legs. The medical records indicated that the filter implant diagnosis was bilateral lower extremity deep vein thrombosis and bilateral pulmonary artery embolism. The filter was placed via the right common femoral vein and deployed at the level of l2. The patient is reported to have tolerated the procedure well with no complications. Approximately eight years post implant the patient underwent an attempted recanalization the ivc due to ivc and right and left common iliac vein stenosis. After multiple unsuccessful attempts to recanalize the ivc. Initial approach was made from the left greater saphenous vein in which a 10fr sheath introducer was inserted. An ascending venogram was then obtained revealing significant almost complete occlusion of the left common femoral and external iliac vein junction. Delayed images showed multiple collaterals with a small amount of filling into the ivc. Multiple attempts using multiple guidewires were made to pass through the area of stenosis but could only get to the level of the common iliac vein, inferior vena cava junction and not pass proximally. Approach was then made from the right internal jugular vein. A long 0.035 guidewire was passed to the level of the ivc filter followed by a long 5fr sheath. Multiple attempts to pass wires from the vena cava into either iliac system could not be performed due to significant scarring of the area. Venogram was performed which showed a patent vena cava above the filter. After trying to pass multiple wires unsuccessfully a third access site was obtained in the right greater saphenous vein with an 8fr sheath introducer. Continued attempts after multiple hours to pass the caval filter were unsuccessful. Wires were able to be passed to the level below the filter and from below and to the level above the filter; however, wires could not be passed through this area of significant scarring. The procedure was stopped. Approximately a year and nine months later the patient underwent a computed tomography scan of the abdomen, presumable to evaluate the filter. The results showed and ivc filter in place below the level of the renal vein confluence with scattered intra-abdominal subcutaneous varicosities, a 2.7mm nonobstructive calculus in the interpolar region of the right kidney, previous cardiac surgery and cholelithiasis. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Following implant, the predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Without procedural films or images for review the reported event(s) could not be confirmed and a clinical determination made. Blood clots, clotting, and device occlusion do not indicate a device malfunction. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency, resulting in swelling of the lower extremities. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. With the limited information available for review, it is not possible to determine what factors may have contributed to the reported scarring; however, in light of the patient having had cardiac surgery, the patient may have a propensity for scar tissue build up in the vessels. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.